Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported the catheter inserted (B)(6) 2019 in basilic vein right arm. Catheter cutted at 37 cm and placed as hospital's procedure. After IV infusion therapy, in the hospital, to date (B)(6) 2020 the clinician said the IV liquid come outside from exit site. The clinician decided to take out the catheter and was visible, at 6 cm, a clear linear lesion at the catheter. The patient was able to administer the IV therapy with a second PICC.